Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to battery was not charging fault. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During the evaluation, an aev failure stuck alarm was observed. The device's system board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to battery was not charging fault. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.